Event description:
On 3/10/98, at 1230 hours, physician was utilizing device #1 (cook airway exchange catheter 7mm size) to remove device #2 (double lumen endotracheal tube) when resistance was noted on two attempts device #1 replaced with smaller diameter catheter and procedure completed without further incident. During routine bronchoscopy following the et tube replacement, small plastic scrapings (2 each) were found and removed from pt's left airway.